Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause for this event. The customer shipment history was reviewed; three possible lots were identified from which the suspect device may have originated. The device history record corresponding to each of the three lots was reviewed; no anomalies were noted. The may 2007 15-month jagtome product family trend report, inclusive of all failure modes, was reviewed; neither an adverse trend nor an above-limit data point was noted. The jagtome product family includes the rx hydratome products.

Event description:
On june 25, 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography was performed, using a hydratome rx sphincterotome on a male patient. During the procedure, the sphincterotome would not bow adequately. The physician continued to use the hydratome to complete the sphincterotomy: however, "the cut went through the ampulla and into the duodenum wall" which, according to the customer, resulted in a gi bleed. Intervention was required to stop the bleed, but it is unknown what type of intervention was used. The patient is in ICU and his condition is "stable".